Event description:
AED would not power on. When deployed for use AED self test status indicated a depleted battery.

Manufacturer narrative:
Device return pending. Initial report being filed as it cannot be conclusively determined that product did not contribute to event.